Event description:
An underdose with withdrawal symptoms was reported following a pump implant/replacement. Drug delivered via the device was compounded baclofen. It was later reported that a cap (catheter access port) test and dye study was performed and the catheter was observed to be patent. The managing physician switched to flex dosing; patient seemed to be feeling better. Baclofen concentration was reported as 3000 mcg/ml at a daily dose of 356.1mcg.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter model: 8731, serial #: (B)(4) spinal implant, implanted: (B)(6) 2006, explanted: unk; synchromed ii pump model: 8637-20, serial #: (B)(4), implanted: (B)(4) 2006, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(6). All previously reported conclusion codes have been updated/corrected.

Event description:
It was later reported that, when the patient's pump was implanted, the healthcare provider (hcp) was to remove the medication from the old pump and put it into the new pump, since the "3000" on centration as not available at the time, but the patient experienced rhabdomyolysis. The patient was very rigid, sweating profusely, agitated, sick, and vomiting. The patient's condition was diagnosed via a urine check. The patient's creatine phosphokinase (cpk) level was elevated less than 24 hours after surgery. The patient was "maxing out" on heart and blood pressure medications. His blood pressure was 260/180 and his temperature was 104 degrees or higher. It was noted that the patient's drug delivery helped with the patient's condition. The device system was used to deliver baclofen 2000mcg/ml prior to the pump replacement. The cause of the event and the final patient outcome was not reported. If additional information is received, a follow-up report will be sent.